Event description:
It was reported that pump screen remained black even though pump started when plugged in, and touchscreen remained responsive. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return device, and distributor coordinated replacement pump to restore normal insulin therapy, with no additional outcome information provided.